Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient side during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in san diego, california. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked stirrer motor. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the unit is installed since 2010 and a review of the complaints database revealed that a similar event on this heater cooler was submitted in 2021 (manufacturer report number 9611109-2021-00600). Based on service activity findings and device service history review, the most likely cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible root causes can be related to environmental/use conditions and cleaning practice in place at the customer site cannot be excluded as contributing factor to the reported failure of the stirrer motor.

Event description:
See initial report.